Event description:
It was reported from med-surg that a secondary infusion of 1000mg of meropenem in 100ml of normal saline infused almost immediately rather than the programmed 30 minutes. The pump was removed and replaced with a new pump. There was no visible complication from what ended up being a bolus.

Manufacturer narrative:
Updated b5 and d11.

Manufacturer narrative:
Updated b7, e3 and g3.

Event description:
It was reported from med-surg that a secondary infusion of 1000mg of meropenem in 100ml of normal saline infused almost immediately rather than the programmed 30 minutes. The pump was removed and replaced with a new pump. There was no visible complication from what ended up being a bolus.

Manufacturer narrative:
Additional information: d10. Investigation conclusion: the customer¿s complaint of over infusion was not confirmed or reproduced. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed while the suspect device was infusing a secondary infusion of meropenem (drugid= 244) at a rate of 200 ml/hr (vtbi= 100 ml), the suspect device alarmed for air in line two (2) times before being channeled off. Secondary volume infused between 5:38 am- 5:45 am= 14.599 ml. There were no obvious programming errors. Testing showed the device was delivering fluids within specification. Device inspection: physical inspection of lvp s/n 13054863. The device was received in good condition. The instrument seal was broken. Dried fluid was observed on both iui¿s, on the rear case under the female iui, under the membrane frame, and on the inside surfaces of the logic board at the iui holes. Crush marks on the plastic isolation ribs of the male iui. Crack observed at the lower hinge and on the rear case at the lower screw hole. Corrosion observed inside the rear case. Pivot latch screw observed not fully seated. Pivot latch spring observed cut too long. Pivot latch screw and spring were observed manufactured by 3rd party. Sear observed cracked at the set screw. Impact mark and crack observed at the front right corner of the rear case. The wrong crew was used on the male iui and a piece was sheared off within the iui bracket. Membrane frame observed broken at screw hole. Multiple cross marks observed on the motor retainer strap which is indicative of shifting within the case. Bezel was disassembled and observed in good condition the incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the complaint of over infusion could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 16mar2010. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from med-surg that a secondary infusion of 1000mg of meropenem in 100ml of normal saline infused almost immediately rather than the programmed 30 minutes. The pump was removed and replaced with a new pump. There was no visible complication from what ended up being a bolus.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an infusion of meropenem infused almost immediately rather than the programmed 30 minutes. The pump was removed and replaced with a new pump. There was no visible complication from what ended up being a bolus.